Manufacturer narrative:
Investigation summary: three (3) photos were provided by the customer for investigation. One (1) photo shows a syringe with a white liquid in the syringe. There is white liquid between the ribs of the stopper. The second (2nd) photo shows the top web of a blister pack which provides the material number. The third (3rd) photo shows the bottom of a blister pack which provides the batch number. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Leakage an be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate on this machine. Investigation conclusion: three (3) photos were provided by the customer for investigation. One (1) photo shows a syringe with a white liquid in the syringe. There is white liquid between the ribs of the stopper. The second (2nd) photo shows the top web of a blister pack which provides the material number. The third (3rd) photo shows the bottom of a blister pack which provides the batch number. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA (B)(4).

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that a 60 ml syringe is leaking past stopper."